Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced decreased libido, itching, nocturia, pain during intercourse, pelvic pain with heaviness, recurrence of incontinence, blood loss, gardnerella vaginalis, vaginal candida, yeast (fungal) infection, vaginal discharge, vaginal/vulvar irritation, vaginal throbbing pain, headache, migraines, depression, discomfort, burning with urination, vaginal burning, mixed incontinence, weight gain (weight fluctuations), constipation, bloating, cramping, suprapubic tenderness, urethrovesical/vaginal mucosa hypermobility, bladder descent, bladder (muscle) spasms, easy bruising, anxiety, grade one prolapse, hot flashes, night sweats, low back pain, vaginal bleeding, ovarian cyst, urinary frequency, tenderness, sleep disturbance, urinary leakage, urinary urgency, intrinsic sphincter deficiency, poor detrusor contraction, nausea, urinary retention, urinary tract infection, leukocytes in urine, swelling, inflammation, detrusor instability and non-surgical intervention.